Event description:
It was reported by the rep that the er320 was used during a laparoscopic cholecystectomy. It was reported that the device did not fire. The case was completed by using another er320. There was no consequence to the pt.